Manufacturer narrative:
(B)(4). The device was returned on 4/29/2016.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a gastrectomy, the device was fired and made a strange noise; half the staples were formed, half were not. The issue was corrected by redoing the anastomosis with tissue loss. The surgeon resected cancerous tissue and placed diaphragmatic drains. The procedure was extended more than 30 minutes. The incision was extended by more than one inch. Current patient status: stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.